Event description:
It was reported that the handpiece continued to run on its own. At this time, it is unknown if this occurred during a surgical procedure or if there was patient involvement or any adverse consequences associated with the event. Multiple attempts to gather additional information were unsuccessful.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on was confirmed. Based on the investigation details, the likely cause was problems with the potted trigger and worn bearings, which were each replaced along with other components.